Event description:
Caller states that patient 1 tested 6.0 inr and 6.4 inr on device while another device produced results on 3.6 inr and 3.6 inr on the same patient. Caller also reports that patient 2 tested >8.0 inr on first device while second device produced a result of 3.7 inr. Second device used a separate box of strips of the same lot. Requested return of suspect device and replacement was sent. Caller advised that strips used with first device were not available for return.

Manufacturer narrative:
No information for either pt reported.